Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in the (B)(6). This is the same event as 3010536692-2014-01203.

Event description:
Allegedly about 2 years post-op, the surgeon found loosening of the cup. As an observation at the revision surgery, the surgeon couldn't remove the neck from the stem. Finally, the surgeon removed the neck with the stem. The surgeon wants us to investigate "the condition of the boundary surface by stem after mpo cuts the stem with neck in horizontal section". The surgeon wants to know whether it has corrosion, corrosion pitting or not.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.